Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned and a visual inspection found that the wire was returned inside the delivery sheath. The filter bag was found partially deployed. A microscopic inspection of the filter and distal section found that the spring tip was bent. The device was functionally tested and the filter was able to sheath and unsheathe without issues. No other issues or anomalies were observed.

Event description:
It was reported that the filter was torn. During preparation, the filter basket could not be retracted into the catheter. It was noted that the filter was torn. A new device, same model, was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the filter was torn. During preparation, the filter basket could not be retracted into the catheter. It was noted that the filter was torn. A new device, same model, was used to complete the procedure. There were no patient complications.